Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a review of the reports was requested for this pacemaker. A syncope episode was noted with no issues related to the device. Technical services (ts) also observed far field oversensing of the r wave on the atrial channel. Ts discussed results with the health care professional (hcp). This device remains in service. No adverse patient effects were reported.